Manufacturer narrative:
Findings: pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test. The formatted history file, long trace file, and carelink report file confirms a bolus of 10 units were manually programmed and delivered on september 28th and manually stopped at 9.95 on september 28th 2017. Pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history screen. Pump then was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily and summary history screens. The units left at pump display matched properly the units left at test reservoir. No unexpected delivery anomaly, bolus anomaly or basal anomaly noted during testing. Pump received with scratched case, missing end cap address label, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump delivered a bolus that they had not programmed. The customer¿s blood glucose level was 94 mg/dl at the time of the incident. The customer received emergency medical assistance due to their blood glucose going low very fast. Troubleshooting was completed but did not resolve the issue. Advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.